Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) regarding the patient's external equipment. The company representative (rep) reported that since the patient has had the sync iii pump implanted and also using the handset and communicator, the patient getting delayed communication when requesting a patient activated bolus or syncing to the pump. It gets to 90% and stops and does not complete for several minutes. The company rep stated it seemed to work a little better when the top of the communicator was placed toward his feet. The company rep also stated the patient dosing parameters are l/o 10min dri 2/1hr and max 17. The company rep stated the pump depth was more superficial and creating a little distance from the bottom of the communicator to the skin does not help communication. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the delay had not been determined. When calling technical support, they were aware of the issue, but details had not been relayed. The patient was already on their second controller and communicator and continued to have the delayed communication with the pump. The physician confirmed the delay issue with the pump and communicator and was present when the issue occurred.